Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was reported as 270 mg/dl and 400 mg/dl. Customer stated that she is getting no delivery alarms a lot and it was found that the customer had 6 no delivery alarms today, 2 yesterday, and 8 previous no delivery alarms. Customer treated with the pump. Customer was not able to troubleshoot because she was not at home. Customer also had a motor error alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer treated incident blood glucose level with a syringe. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.